Event description:
Customer's mother reported the hospitalization due to high blood glucose. The current blood glucose reading is 429 mg/dl. Caller stated that customer is tired and has headache. The blood glucose reading at the time of the event was 399 mg/dl. Customer has a cold and infusion is kinked. Diagnosed diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.